Event description:
Per report, "(B)(6) purchased units. Customer reports 2 units not heating up and one has crack in casing aw8269."

Manufacturer narrative:
Per report, "pam health speciality hospital health of denver purchased units. Customer reports 2 units not heating up and one has crack in casing aw8269." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.